Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report seeing a piece of metal protruding from the patients skin on (B)(6) 2015. The patients mother told dexcom technical support that she is unsure if the metal is part of the sensor wire. The patient's mother did not report injury or medical intervention.

Manufacturer narrative:
(B)(4).